Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a large leak. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit was replaced, and the unit was returned to service.